Manufacturer narrative:
(B)(4).

Event description:
An allegation of the anterior chamber (rycroft) 30g x 7/8 in. 0.3 x 22 were "blocked'. The blockage was noted prior to use. No patient or user involvement was reported. This report is part of a retrospective post market surveillance review. Product was not returned by the customer for further investigation.